Event description:
This event was taken from an article to be published in the journal of arthroscopic and related surgery. The article states the patient dislocated his right shoulder and decided to undergo surgery. During surgery, a bankart lesion was discovered and repaired with three bio-suture tak anchors. Post operatively, the patient had full pain-free of motion at 3 months, but at 5 months, patient presented increased discomfort with overhead activities. He reported an audible squeaking in shoulder with various activities. A second surgery was performed and it was noted that the suture eyelet was trapped inside a 1.5x0.5cm trough on the posterior humeral head and had worn through articular cartilage. The suture eyelet was removed. The patient reported immediate pain relief after surgery. The actual dates of initial and revision surgeries remain unknown. This device is used for treatment.

Manufacturer narrative:
The implant was not returned for evaluation. The lot number is unknown; therefore, device history could not be reviewed and manufacturing date was not determined. The cause of this event could not be concluded from the information available and without device evaluation.